Event description:
It was reported that in first call, nurse stated that they were getting an alert 113 (reduced water temperature control) and baby's temperature was dropping in an arctic sun device. Flow rate (fr) was 0.3lpm, system hours were 5492, pump hours were 5310, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 31 percentage. Asked if they had been having flow rate (fr) issues throughout the night. Nurse stated that they started in the past hour. Patient temperature (pt) had not left the room with the pads, though they did change beds about 11pm. Disconnected and reconnected pads using proper technique. Flow rate (fr) would not increase beyond 0.4lpm. Disconnected and reconnected pads after rotating connectors 180 degrees. Again, flow rate (fr) would not rise above 0.4lpm. They were going to change this pad out and hold it for investigation. Second call same day. Second page from sydney who immediately put charge on the line. They stated that they never had to stop mid therapy before and wanted to ensure they did it correctly. Walked through stop therapy, empty pads, disconnect pads, change pad and connect new pad, restarted therapy. Stayed on line for several minutes and flow rate (fr) was 1lpm at the end of the call. Explained how the flow rate (fr) affected heater capacity and advised they monitor and ensure flow rate (fr) was continued to stay at 1lpm for full heater capacity.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "belt temperatures too low after nip roller and heated section." It was unknown whether the device had met relevant specifications. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "belt temperatures too low after nip roller and heated section." It was unknown whether the device had met relevant specifications. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction- a h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that in first call, nurse stated that they were getting an alert 113 (reduced water temperature control) and baby's temperature was dropping in an arctic sun device. Flow rate (fr) was 0.3lpm, system hours were 5492, pump hours were 5310, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 31 percentage. Asked if they had been having flow rate (fr) issues throughout the night. Nurse stated that they started in the past hour. Patient temperature (pt) had not left the room with the pads, though they did change beds about 11pm. Disconnected and reconnected pads using proper technique. Flow rate (fr) would not increase beyond 0.4lpm. Disconnected and reconnected pads after rotating connectors 180 degrees. Again, flow rate (fr) would not rise above 0.4lpm. They were going to change this pad out and hold it for investigation. Second call same day. Second page from sydney who immediately put charge on the line. They stated that they never had to stop mid therapy before and wanted to ensure they did it correctly. Walked through stop therapy, empty pads, disconnect pads, change pad and connect new pad, restarted therapy. Stayed on line for several minutes and flow rate (fr) was 1lpm at the end of the call. Explained how the flow rate (fr) affected heater capacity and advised they monitor and ensure flow rate (fr) was continued to stay at 1lpm for full heater capacity. As per follow up information received via email on (B)(6) 2023, it was reported that the patient was a male, under 10 pounds. Therapy was completed on a second device and there was no impact. Called mis and did troubleshooting and advised to change devices. With second device, mis advised to change pads. At this point, the unit began to work and unit #1 was sent to biomed and called biomed at 701-417-1279 and left a voicemail.